Manufacturer narrative:
B3 DATE OF EVENT WAS ESTIMATED BASED ON AWARE DATE AS THE ACTUAL DATE WAS UNKNOWN. GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
IT WAS REPORTED THAT A CATHETER ISSUE OCCURRED. THE OPTICROSS 6 HD IMAGING CATHETER WAS SELECTED FOR ULTRASOUND EXAMINATION OF THE TARGET LESION. HOWEVER, DURING THE PROCEDURE THE CATHETER FELL APART. THE PROCEDURE WAS COMPLETED WITH ANOTHER CATHETER. THERE WERE NO PATIENT COMPLICATIONS.

Event description:
It was reported that a catheter issue occurred.The OptiCross 6 HD imaging catheter was selected for ultrasound examination of the target lesion. However, during the procedure the catheter fell apart. The procedure was completed with another catheter. There were no patient complications.

Manufacturer narrative:
B3 Date of Event was estimated based on aware date as the actual date was unknown.Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.Investigation Results:Device Analysis Findings: The device was returned for analysis. Visual inspection revealed that the retainer clip was missing.Device History Record (DHR) Review: It was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:This investigation has been assigned an investigation conclusion code of Cause Linked to Device but Unable to Trace More Specifically based on a review of the reported event details and available information. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the retainer clip issue.